Event description:
A hemostatic clipping device was used for an egd (esophagogastroduodenoscopy) procedure of the stomach in 2008. According to the complainant, the clip would not deploy from the sheath. The procedure was successfully completed with another hemostatic clipping device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.